Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: the lot provided, n4m14p, is for an ecr45b instead of the reported gst60b. Please confirm the correct product code and lot number of the cartridge. Not answered. Can you please clarify what was meant by, ¿tissue dented by opening some clips?¿ tissue very thick and loose. Were the staples in the tissue malformed/opened? No. What was the product code of the stapler? Pse60a.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vertical gastrectomy (sleeve) procedure, when using the blue load the tissue dented by opening some clips. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.